Event description:
The customer reported being hospitalized for high blood glucose of 749 mg/dl. The customer stated that she is connected to the insulin pump and also receiving an insulin drip. The customer stated that she was vomiting, nausea, and thirst. Troubleshooting was performed. The programming, time, bolus history and daily totals were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. The customer stated that the device was exposed to water two days ago, but she does not recall seeing moisture behind the screen. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.